Event description:
It was reported that the 2600 system went blank and the patient data directory was not visible. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The log files were found to be corrupted. The files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.